Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Cause was not known. Reportedly the customer lost consciousness. Paramedics were called and they provided the customer with glucagon, mandms and coke to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.